Manufacturer narrative:
Visual analysis of the returned device identified, the weight the device within specification, deformation and crease fold. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported having left side "persistent swelling but it's not painful." A healthcare professional reported bilateral exchange from textured to smooth breast implants was performed due to the patient¿s concern with the product. Healthcare professional additionally reported capsular contracture (baker grade was not specified). Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and patient's concern with the product.

Event description:
Patient reported having left side "persistent swelling but it's not painful." A healthcare professional reported bilateral exchange from textured to smooth breast implants was performed due to the patient¿s concern with the product. Healthcare professional additionally reported capsular contracture (baker grade was not specified). Device has been explanted.